Event description:
It was reported that the patient stated that after his previous surgery involving an artificial urinary sphincter (aus) the device never really worked correctly. A revision surgery was performed in which all the components were removed and replaced. During the procedure a pinhole leak was found in the oldest cuff, and the balloon only contained approximately 9cc of saline. No issues were identified on the second cuff. There were no known complications during this procedure. No more information available through physician. Should additional information become available, it will be provided.

Event description:
It was reported that the patient stated that after his previous surgery involving an artificial urinary sphincter (aus) the device never really worked correctly. A revision surgery was performed in which all the components were removed and replaced. During the procedure a pinhole leak was found in the oldest cuff, and the balloon only contained approximately 9cc of saline. No issues were identified on the second cuff. There were no known complications during this procedure. No more information available through physician. Should additional information become available, it will be provided.